Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview hemopro, the harvester screwed the dissection tip onto the scope and it would not screw on properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure using the vasoview hemopro, the harvester screwed the dissection tip onto the scope and it would not screw on properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. An investigation could not be conducted because the device was not returned. Device was discarded by the complainant. The event could not be confirmed. There is no existing CAPA/fir for the reported failure mode "mechanical issue". There were no consequences or impact to the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview hemopro, the harvester screwed the dissection tip onto the scope and it would not screw on properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.